Event description:
It was reported that at the user facility, the saw was running without the user activation after use and it was overheating. No pt involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.